Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Patient's date of birth: (B)(6). The complaint device was not returned for evaluation; however, the data log was provided by the patient. It was downloaded and reviewed on (B)(4)2014 and could not confirm the complaint of inaccurate readings.

Event description:
Patient's wife contacted dexcom technical support on (B)(6)2014 to report an inaccuracy between the continuous glucose monitoring (cgm) system and the blood glucose (bg) meter on (B)(6)2014. At the time of contact with dexcom technical support, no medical intervention or injuries were reported.